Manufacturer narrative:
UDI#: (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Pacs failed on the robot. The field service engineer (fse) was able to query and see imaging in iqview. The fse was able to ping, and echo through iqview. When the fse go to pull the imaging from the query, the loading box pops up for 5 seconds and goes away as if the images were quickly loaded in. When the fse go to select an exam there is nothing to select. When the fse go to maintenance, there is nothing in the designated folder pathways. The fse was able to pull dicom through iqview through file system off a usb and find those exams in the correct corresponding folder. It seemed like a pathway issue, but the fse able to find the exams from the usb in the d/iqserver/dicom folder. The fse also noticed that when she clicked 'yes' to deleting the exams in the temporary pacs folder, the exams remain in the temp pacs folder.

Manufacturer narrative:
A full analysis of the data logs has been performed and permitted to assume that the path was not correctly set in the hospital server or that the access was denied to pull images from the hospital server. However, this could not be confirmed and no troubleshooting was performed as the hospital decided that the access to pacs was not necessary on robot for the usual workflow. The deletion of temporary folder could not work due to a known software anomaly. The event described in the complaint is confirmed. Corrected data: h3 other text : customer will.

Event description:
Pacs failed on the robot. The field service engineer (fse) was able to query and see imaging in iqview. The fse was able to ping, and echo through iqview. When the fse go to pull the imaging from the query, the loading box pops up for 5 seconds and goes away as if the images were quickly loaded in. When the fse go to select an exam there is nothing to select. When the fse go to maintenance, there is nothing in the designated folder pathways. The fse was able to pull dicom through iqview through filesystem off a usb and find those exams in the correct corresponding folder. It seemed like a pathway issue, but the fse able to find the exams from the usb in the d/iqserver/dicom folder. The fse also noticed that when she clicked 'yes' to deleting the exams in the temporary pacs folder, the exams remain in the temp pacs folder.